Event description:
An ipp device was implanted on 10/29/92. The cylinders and pump were revised on 5/6/94. The reservoir was revised on 1/27/95 and 8/7/97. The left cylinder was revised on 6/4/97. The cylinders and pump were removed from the pt and replaced on 8/29/97 due to fluid loss-left cylinder blow out.